Event description:
The facility representative reported a flo-gard infusion pump with "sound and do not mark". This condition was found upon power up in the medicine b care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "sound and do not mark" was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a failure code f-66 found in the alarm log confirms the customer's condition. The root cause of this condition was determined to be a defective main battery. The main battery and harness were replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.